Event description:
It was recently reported that the pt developed an infection five days after revision surgery. The pt is being treated with antibiotics since the onset of the infection (type unk). The pt is being monitored.